Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Concomitant product(s): 3590 lead, implanted: (B)(6) 2013; a 3509 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient received an unappropriated shock due to noise on the competitor right ventricular (rv) lead. The pocket was opened and the physician determined that the setscrew on the rv lead connection was not all the way in the header. The lead was removed, tested and reconnected. The device remains in use. No further patient complications have been reported as a result of this event.